Event description:
Report received of the pump "not delivering fluids." The pump was returned to the pharmacy dept with an unsigned note that stated, "not delivering fluids but appears to be working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use.